Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a few weeks after the implantable cardioverter defibrillator (ICD) implant, the patient awoke with swelling in the device pocket area. The day before, the patient had performed a full day of activity including clipping vines, mowing an embankment, pulling up roots, and washing a car. The patient presented to the clinic and was advised to apply cool compresses. About ten days later, the right ventricular (rv) lead triggered a warning due to high rate noise, along with variable impedance and thresholds, and increased thresholds. A possible connection issue or loose setscrew was suspected. A chest x-ray was performed and was negative. A pocket revision was performed. The setscrew was tightened on the device and the lead was readjusted. The device and lead remain in use. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.